Manufacturer narrative:
Results: (B)(4) samples were evaluated for IV needle retraction and lockout with no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 55355531. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that on (B)(6) 2016, there was a malfunction with a 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter. After blood was drawn, the phlebotomist pressed the safety activation button and the needle did not retract resulting in the needle staying in the patient's arm. There was no injury or medical intervention reported.